Manufacturer narrative:
Correction to d4 of the initial report. The primary unique device identification (UDI) number is not "unknown". This product is not sold or distributed in the u.s., therefore there is no UDI. Correction to e1 of the initial report. See e1 (reporter name and address) for further details. Correction to g2 of the initial report. "Company representative" should also have been selected as a report source. This supplemental report is being submitted to provide the results of the device evaluation and the approved legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus and the reported malfunction was confirmed. Based on the results of the investigation, it was presumed that water/moisture invaded the scope and the circuit board inside the connector was broken by the water, causing the reported malfunction. Additionally, the noisy image was probably caused by a defective plug unit. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use: precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was not displaying a noisy image during preparation for use with a video system center. It was reported the patient was not under anesthesia. There was no patient injury or medical intervention associated with this event.